Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdomen pain"), genital haemorrhage ("heavy and irregular bleeding"), meniere's disease ("meniere's disease") and endometriosis ("endometriosis") in a 28-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included cholecystectomy, inguinal hernia repair in 1992, endometriosis ablation in 2006, endometriosis ablation in 2007, temporomandibular joint surgery in 2003, gravida in 2005, gravida in 2009 and endometriosis. She denies any history of abnonnal pap smears or stds. She denies tobacco, alcohol, or substance abuse. Previously administered products included for prevent pregnancy: birth control pills. Concurrent conditions included overweight, endometriosis, gallbladder disorder, hypertension, hypothyroidism, irritable bowel syndrome, temporomandibular joint disorder, ulcer nos, dysmenorrhea, menorrhagia, pelvic pain and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infections"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced depression ("depression"), bipolar disorder ("bipolar"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and hormone level abnormal ("hormonal changes"). In 2010, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced meniere's disease (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). The patient was treated with ketorolac tromethamine (toradol), sumatriptan (imitrex), ondansetron (zofran), surgery (on (B)(6) 2011 underwent a pelvic surgery and bilateral oophorectomy) and surgery (on (B)(6) 2011 underwent a pelvic surgery and bilateral oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, endometriosis, dyspareunia and pelvic pain was resolving, the genital haemorrhage, meniere's disease, libido decreased, urinary tract infection, depression, bipolar disorder, anxiety, headache, vaginal discharge, weight increased and hormone level abnormal outcome was unknown and the migraine had resolved. The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, libido decreased, meniere's disease, migraine, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- pain, hormonal changes, endometriosis and meniere's disease. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdomen pain") and genital haemorrhage ("heavy and irregular bleeding") in a 28-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included cholecystectomy, hernia repair in 1992, endometriosis ablation in 2006, endometriosis ablation in 2007, temporomandibular joint surgery in 2003, vaginal delivery in 2005 and vaginal delivery in 2009. She denies any history of abnonnal pap smears or stds. She denies tobacco, alcohol, or substance abuse. Previously administered products included for prevent pregnancy: birth control pills. Concurrent conditions included overweight, endometriosis, gallbladder disorder, hypertension, hypothyroidism, irritable bowel syndrome, temporomandibular joint disorder, ulcer, dysmenorrhea, menorrhagia, pelvic pain and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. In december 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In december 2009, the patient experienced urinary tract infection ("urinary tract infections"). In 2010, the patient experienced libido decreased ("decreased libido"), depression ("depression"), bipolar disorder ("bipolar"), anxiety ("anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy) and surgery (on (B)(6) 2011 underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower and dyspareunia was resolving, the genital haemorrhage, libido decreased, urinary tract infection, depression, bipolar disorder, anxiety, headache, vaginal discharge and weight increased outcome was unknown and the migraine had resolved. The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dyspareunia, genital haemorrhage, headache, libido decreased, migraine, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date (B)(6) 2011 was added. Essure start date updated from 2009 to dec-2009. Events abdominal pain lower, anxiety, bipolar disorder, depression, dyspareunia, headache, libido decreased, migraine, urinary tract infection, vaginal discharge and weight increased, device monitoring procedure not performed were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdomen pain"), genital haemorrhage ("heavy and irregular bleeding"), meniere's disease ("meniere's disease") and endometriosis ("endometriosis") in a 28-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included cholecystectomy, inguinal hernia repair in 1992, endometriosis ablation in 2006, endometriosis ablation in 2007, temporomandibular joint surgery in 2003, gravida in 2005, gravida in 2009 and endometriosis. She denies any history of abnonnal pap smears or stds. She denies tobacco, alcohol, or substance abuse. Previously administered products included for prevent pregnancy: birth control pills. Concurrent conditions included overweight, endometriosis, gallbladder disorder, hypertension, hypothyroidism, irritable bowel syndrome, temporomandibular joint disorder, ulcer nos, dysmenorrhea, menorrhagia, pelvic pain and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infections"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced depression ("depression"), bipolar disorder ("bipolar"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and hormone level abnormal ("hormonal changes"). In 2010, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced meniere's disease (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). The patient was treated with ketorolac tromethamine (toradol), sumatriptan (imitrex), ondansetron (zofran), surgery (on (B)(6) 2011 underwent a pelvic surgery and bilateral oopherectomy) and surgery (on (B)(6) 2011 underwent a pelvic surgery and bilateral opherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, endometriosis, dyspareunia and pelvic pain was resolving, the genital haemorrhage, meniere's disease, libido decreased, urinary tract infection, depression, bipolar disorder, anxiety, headache, vaginal discharge, weight increased and hormone level abnormal outcome was unknown and the migraine had resolved. The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, libido decreased, meniere's disease, migraine, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, patient underwent a pelvic surgery to try and alleviate the symptoms. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.